Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed scratch mark on the lens after implantation. Hence the lens was explanted and replaced with another lens during the same procedure.

Manufacturer narrative:
Additional information was provided in d.3., d.9., h.3., h.6. And h.10. Only the lens was returned in a plastic container on surgical gauzes. Viscoelastic was dried on the lens. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have small cracks near the cut area that could have been interpreted as the reported "scratch marks". No scratches observed. The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the complaint. The device was not returned for evaluation. Only the lens was returned. Viscoelastic was dried on the lens. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions have small cracks near the cut area that could have been interpreted as the reported "scratch marks". No scratches observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The manufacturer internal reference number is: (B)(4).